Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient generated on an architect i2000sr analyzer. The patient in question has been diagnosed with pancreatitis and has been generating ca 19-9 results of around 20 u/ml. The most recent sample from this patient generated a results of 191 and 210 u/ml. There is no impact to patient management reported.

Manufacturer narrative:
Field data analysis was performed using to assess the performance of the assay. The data analysis demonstrated that the median patient values have not shifted over time and that the reagent lots included in the analysis (including the suspect lot) read patient results consistently. None of the reagent lots evaluated exceeded the internal requirement for the architect 19-9xr assay which states a maximum bias of 9.6 u/ml for values less than 37 u/ml is allowable. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).